Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a select sps swvl/resrv,230vuk/I allegedly water flow was not adequate and insert tips getting hot. No injury occurred.

Manufacturer narrative:
Unit set up and evaluated, upon inspection the reported fault of poor waterflow could not be replicated, handpiece lead was checked for continuity and for waterflow capacity with no issues found, pressure inside the water reservoir bottle was also found to be acceptable with the pump filter conduit also checked for any blockages that could affect waterflow with no obstructions found. High pressure air was blown through the water tubing of the handpiece lead to clear any potential impediments. Top case was cracked at the rear of the casing, a new case has been fitted to meet repair requirement. Please note that if the water control on the handpiece lead is set low and the power setting on the scaler is high the sterimate will start to heat up as there isn't sufficient water flow through the sterimate to keep it cool, rule of thumb is the higher the power setting the higher the water control on the handpiece needs to be to keep pace with the extra heat that's generated when the power dial is turned up.